Event description:
It is reported that the patient was revised due to a worn liner.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc2600993/. The device was not returned for review, therefore, its condition cannot be described. The manufacturing documentation cannot be reviewed because item/lot information has not been received. The acetabular liner was a trilogy standard liner. These devices were used in the treatment of a disease. No applicable patient history is provided. Compatibility of the devices is unknown. A complaint history search cannot be performed due to the lack of information. With the information provided., a definitive root cause cannot be state.